Manufacturer narrative:
One loose 3ml assembled syringe with safety glide needle attached was received by bd (B)(4) and confirmed to be from batch #7177832. The sample was visually evaluated. The needle shield was removed and the cannula was found to have a white fiber at the tip. The fiber appears to be a piece of fabric, such as cotton, and is larger than level 3 in size ¿ a rejectable condition at bd (B)(4). A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - complaint confirmed. However, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a staff member removed the safety cap on a bd safetyglide¿ shielding sterile im hypodermic needle, there was fuzz on the needle. There was no report of injury or medical intervention.